Manufacturer narrative:
The user experienced a severe hypoglycemic event requiring hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring inpatient medical intervention and is consistent with the reported hospitalization. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Alerts were triggered appropriately but were not consistently acknowledged. Based on currently available information, a definitive root cause cannot be established. It is possible misuse of the pause function may have contributed to the event; however, this has not been confirmed. Additional information could not be obtained despite multiple follow-up attempts. Based on available information, the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia resulting in hospitalization. The user was admitted on (B)(6) 2026 and treated with medical intervention; discharge date and treatment details were not provided. No long-term health effects were reported.